Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.